Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31319276) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, an embovac large bore catheter (lbc) (ic71132ca / 31319276) was ¿broken during push operation.¿ the device was replaced. On 01-nov-2024, additional information was received. Per the information, the procedure was on (B)(6) 2024. The procedure was targeting the internal carotid artery (ica). A continuous flush was maintained during the procedure. Per the information, the reported broken condition was the catheter being kinked / bent. The catheter was not compressed nor crushed; there was a break in the material integrity such as a crack or fracture. The distal shaft collapsed. Based on the additional information received on 01-nov-2024, the reported event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile embovac large bore catheter (lbc) was received contained in the decontamination pouch. Visual inspection was performed. It was observed that 9 cm of the shaft was compressed and stretched starting from 19 cm to 28 cm from the distal end of the catheter. Microscopic inspection was performed. It was noted that as a result of the stretching, the internal braided wires were exposed. The device was flushed using a lab sample syringe. No leaks were observed on the damaged section of the returned device. The inner diameter (ID) and outer diameter (od) of the device were confirmed to be within specifications. The reported issue documented in the complaint that the embovac large bore catheter (lbc) being broken was confirmed based on the condition observed in the returned device, even though no separation was found in the device, the internal wires were exposed. It is possible that the catheter could have gotten trapped during the insertion on the hemostasis valve which may had not been sufficiently opened. According to the risk documentation, catheter damage is a potential issue that can occur during insertion due to a hemostasis valve not being opened sufficiently and/or an introducer not being seated distally enough inside hemostasis valve. With the limited information available, a conclusive cause cannot be determined; however, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A review of manufacturing documentation associated with this lot (31319276) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion was reached as to the cause of the event reported, the instructions for use (IFU) contains the following precautions: - if flow through catheter becomes restricted, do not attempt to clear catheter lumen by infusion. Doing so may cause catheter damage or patient injury. Remove and replace catheter. - exercise care in handling the catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.